Event description:
It was reported that the radiofrequency programmer head was unable to consistently maintain telemetry. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head was unable to consistently maintain telemetry. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of an inability to maintain consistent telemetry, the programmer head passed functional and systems test, no anomalies were found nor correction required. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.